Event description:
During surgery, cross connector and screwdriver tip broke while applying torque. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in eventpart no. Lot no. Mfg. Date1200-1221 960590 11/13/2007 1200-9003 40816 06/03/2005